Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 23 2007. Evaluation summary:the condition of constant alarm was confirmed and it was due fail code 570. This fail code was caused by depleted batteries. The batteries were 3 discharges below alarm threshold. The batteries were replaced. This issue is currently being investigated, which was opened on april 1, 2005, which is in the implementation stage. Review of the complaint history reveals similar reports have been received for this product for the reported issue.

Event description:
The facility representative reported constant alarm. Information was not provided regarding whether or not the failure occurred during a patient infusion. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.